Event description:
It was reported that the right ventricular lead had a lead warning, polarity had switched to unipolar, lead impedance was high, threshold had increased, and there was oversensing. The lead was inactivated and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.